Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
The customer did not accept the quote for a replacement and the transducer remains at the site. Since the device has not be replaced and a return is not expected, no failure analysis could be performed.